Manufacturer narrative:
The reported complaint was not confirmed. After receiving device from manufacturer, device was evaluated and it was found that the 12v battery had sustained thermal damage. Pump still functioned when plugged into direct power source. Pump functionality was not effected by damaged battery. Charging circuit was tested and no failures were detected. No overcharges or other failures found during plug-in or pump operation. Pump was then tested and met specifications and deemed ready for use after repair.

Event description:
As reported by the user facility on (B)(6) 2015, an outlook es infusion pump was not able to power up and battery displayed thermal damage. No injury to patient or personnel.